Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿dosing stopped. Connect cgm or enter bg,¿ and the customer¿s dexcom g7, started the prior day, showed repeated sensor reconnecting alerts and failed to pair despite a guided restart and waiting period. Symptoms included no adverse physiological effects and blood glucose was not impacted. Outcomes included the recommendation to replace the g7 sensor and contact the cgm manufacturer for a replacement, with the customer electing to self-complete the sensor change. Investigation included customer support troubleshooting, review of device alarms, and guided cgm re-start procedures. Investigation of this case revealed a cgm connectivity failure resulting in ilet dosing suspension, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was cgm pairing failure leading to loss of cgm data required for automated dosing.